Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Powder bowl is clogged, restricting air flow. Damaged hpcable working intermittently. No air from manifold due to damaged. Worn out nozzle grip, pinched tubing. Moisture in duckbill filters, cracked esd bracket board port connector. Water solenoid cannot hold pressure, dirt inside water hose.

Event description:
While using a g137 scaler the insert was getting warm; no injury resulted.